Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. Possible cause or contributor for instability not reported to the rep. A 9mm x3 patella was swapped for another 9mm x3 patella. Rep provided the revision usage sheet and reported that no further information will be available.